Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 85 mg/dl. Customer was assisted with clearing the alarm. Customer does not use the sensor feature on the pump. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump was received with no unexpected motor error alarms noted and the motor was tested outside of the device and passed. The insulin pump passed displacement, rewind test, basic occlusion, prime/a33, occlusion and excessive no delivery tests. The insulin pump has minor scratches on the lcd window, cracked case at the lcd window corner, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.